Event description:
On 11/15/2021, it was reported by a sales representative via email that ar-3632sp self-punching fibertak anchor suture ripped from anchor body after insertion. Anchor was removed from patient and a new anchor was inserted. This was discovered during a procedure on (B)(6) 2021. Additional information received 11/15/2021: surgeon was performing a bicep tenodesis when fibertak broke inside the patient. All broken fragments were retrieved and patient was not affected.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the suture broke. Additionally, without the return of the device, further investigation cannot be performed. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force during insertion.